Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data for file 31181148 shows missing episode #454 electrogram data and episode note "invalid data received for episode" on (B)(4) 2012 15:32:09.

Event description:
It was reported that the implantable cardioverter defibrillator did not record data during a period when the patient received two appropriate shocks for episodes of ventricular tachycardia/ventricular fibrillation. When the device was interrogated the message "invalid data received for the episode" was displayed. The device is still in use. No patient complications have been reported as a result of this event.